Event description:
It was reported that the pump touch screen was unresponsive. There was no reported adverse impact to customer. The customer declined troubleshooting from tandem technical support regarding the issue. No additional patient or event information was available.